Event description:
Allegedly the patient was revised due to other indication for revision (left). Revision njr index no: (B)(4).

Manufacturer narrative:
This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01654, -01655. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.